Manufacturer narrative:
The company lens remains implanted. A video was provided. The lens and cartridge preparation were not shown. The lens loading was not shown. The cartridge tip came into view from the bottom of the screen. The yellow single piece lens was visible advanced just past the fill line. The plunger tip appeared to be inside the trailing optic fold. The lens was advanced into the eye. A scratch or crack was observed near the optic edge (perpendicular to the fold path). The was at the area where the leading haptic tip was located when folded onto the optic. This appeared to be on the anterior surface. Fold lines were also observed, which may indicate the lens was folded in the cartridge for an extended period of time. The crack reported at the trailing haptic gusset area was not observed. Complaint and product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece and unspecified company cartridge were indicated with a non qualified viscoelastic. The company lens remained implanted. Based on the provided video a mark as observed on the optic. It could not be determined if the mark was a crack or a scratch. The reported crack at the haptic junction was not observed. There also appeared to be a plunger override of the trailing optic. The root cause for the observed mark may be related to a failure to follow the IFU. A non qualified viscoelastic was indicated. In addition, fold lines were observed in the video. This may indicate the lens was inside the cartridge for an extended period of time. The lens and cartridge preparation were not shown. The instructions for use (IFU) instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturers recommendations may result in iol damage. IFU note during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
The product was not returned for analysis, the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there were a scratch and crack in an iol after implantation. Crack was found near the root of the trailing haptic and a scratch was found slightly closer to the center part from the periphery of the optic. The surgery was completed without product replacement. Lens still remains in the patients eye. Additional information has been received and stated that there was no patient harm.